Event description:
Add'l info rec'd from MFR 1/2/03: the physician attempted arteriotomy closure with the perclose a-t device. When deploying a device a link break occurred. It is unknown as to how closure was achieved. The device has not yet been received by abbott for testing and investigation. It was determined that the reported incident is non-reportable and would not cause serious injury. The abbott aware date is 11/13/02. Abbott is currently awaiting the return of the device.

Event description:
Suture failure to capture per md. Link brenly per clinical specials.